Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the electrograms revealed inappropriate auto mode switch episodes due to noise on the atrial lead. On (B)(6) 2016, noise could not be reproduced with provocation test in clinic. The patient's condition was good. No intervention was performed at this time. The patient would continue to be monitored remotely via merlin.net.